Event description:
It was reported by a vns pt that she experienced problems swallowing and was out of breath due to the event. The pt described the event as if her throat was closed and would not open. The pt consulted with her treating surgeon and neurologist and they informed the pt there was no issue with the vns although it could be related to a throat spasm. The pt further indicated that the events occurred more than once and each time seemed to be worse as the last one lasted at least 30 seconds before the pt's throat opened, in accordance to the pt. At the moment, good faith attempts to obtain additional information from the pt's treating neurologist have been unsuccessful to date.